Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: pt was having an x-ray procedure. The fluoro stopped in the middle of the exam. There were no complications as they were able to reboot the system using a hard reboot and complete the rest of the case. The pt did not have to return for any kind of follow up.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.